Event description:
It was reported that during ptca/stent procedure, while treating an lad lesion, the balloon ruptured at 13-14 atm and the stent was not fully expanded. An additional stent was deployed at the site to completely appose the first to the vessel wall.